Manufacturer narrative:
The lens was returned loose in a plastic bag with the replacement lens case base. Solution was dried on the returned lens. One haptic was broken in the gusset area. The broken haptic was not returned. A clump of dried viscoelastic was present on the anterior optic surface. Product history records were reviewed and documentation indicated the product met release criteria. The complaint lens was implanted in 2010. The associated products of the initial implant are unknown. There are no other complaints in this lot. The root cause cannot be determined for the reported complaint. The company lens, 16.0 diopter lens was implanted (B)(6) 2010. The lens was replaced with an company lens, 11.5 diopter lens on (B)(6) 2022. No reason was provided for the lens dislocation after 12 years. The explanted lens was returned with broken haptic damage. It cannot be confirmed if qualified associated products were used. The instructions for use (IFU) instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. Company recommends using the qualified company device¿ iol delivery system or any other company qualified combination. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that post intraocular lens (iol) implant procedure, the lens was dislocated in the eye. The iol was exchanged in a secondary procedure following the initial procedure. Additional information was requested.